Manufacturer narrative:
(B)(4). During additional communication with the customer, they have stated that they do not think this is a pump problem. A baxter representative has visited the facility to assist in mitigating the problem .

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused platelets during therapy in the oncology care area (programmed amount and delivery rate unknown). The customer reported that the "exact volume on bag is 315 mls, 47 mls added to complete infusion." The IV set used was a blood y-type IV administration set w/ 170-260 micron filter, product code jc7751, lot # unknown. It was also reported there was no patient injury or medical intervention provided as a result of this under infusion event.